Event description:
A physician reported that the vitrectomy probe (cutter) could not cut and was unable to aspirate during surgery. The procedure type was unknown. The surgery was completed on same day by replacing with same product. There was patient contact but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).